Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced frequent low glucose while using the ilet and expressed frustration about weight gain, the user reportedly undertreated hypoglycemia in accordance with provided guidance. Symptoms included hypoglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem and no specific device component implicated, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.